Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked. After the patient is given a successful puncture with an indwelling needle and blood leakage is found at the posterior end of the needle, immediately remove the needle and replace it to rewash the puncture.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Ustomer returned a photo without actual sample return. According to the analysis of the photo, there was obvious leakage and obvious blood accumulation in the tail. No obvious reason can be obtained from the photo for the time being 2. Production record check (lot#4081481) : 1) this batch of products will be assembled in jingma automatic line 4 in april 2024, and packaged in r240 packaging line and cfs packaging line in april 2024, with a work order quantity of (B)(4) pieces; 2) isolated plug incoming inspection, no abnormal appearance and size, in line with the requirements of incoming inspection specifications; 3) 800 leakage tests in process testing and 32 leakage tests in shipment testing, the test results are in line with product standards; 4) in the production process, there is no conformity, deviation or rework behavior; 5) isolation plug assembly equipment without abnormal maintenance. 3. Cause investigation: 1) take the complete sample returned by the customer for relevant testing: 800mm simulated clinical leakage test. The test passed and no leakage was found at the isolation plug. 2) the factory has initiated CAPA for further root cause investigation. Conclusion: no abnormality was found in the product manufacturing process, and all test results were in line with the requirements of the product specification. No similar complaints were received from other hospitals about this batch of products. The returned photos showed leakage at the isolation plug. In response to this defect, the factory has initiated CAPA to trace and investigate its root cause.

Event description:
No additional information provided.